Manufacturer narrative:
Review of the certificate of conformity confirmed that the device was manufactured and released following all applicable procedures.

Event description:
Reportedly, upon the first attempt to use the subject cpr3h head, its leds remained off. Then, the screen of the associated tablet froze and indicated that there was an issue, which was solved by removing the tablet battery. The cpr3h head did not work either when testing with another tablet.

Event description:
Reportedly, upon the first attempt to use the subject cpr3h head, its leds remained off. Then, the screen of the associated tablet froze and indicated that there was an issue, which was solved by removing the tablet battery. The cpr3h head did not work either when testing with another tablet.

Manufacturer narrative:
Please refer to the attached analysis report.

Manufacturer narrative:
The device involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by microport crm that was cleared or approved by FDA for marketing in the united states.

Event description:
Reportedly, upon the first attempt to use the subject cpr3h head, its leds remained off. Then, the screen of the associated tablet froze and indicated that there was an issue, which was solved by removing the tablet battery. The cpr3h head did not work either when testing with another tablet.